Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The blade broke off during functional testing. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.